Event description:
Healthcare professional reported "pain and rupture". This record is for left side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed an opening assessed as unidentified (tear) opening. Shell thickness within specification. Breast pain : unable to observe as it is not related to the device. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "pain and rupture". This record is for left side. Device has been explanted and replaced.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Laboratory analysis summary: device photograph(s) for the device related to the reported event of pain/rupture was requested on nov 26, 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ pain: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "pain and rupture". This record is for left side. Device has been explanted and replaced.